Event description:
On 8/1/96, at 4:32 pm, the pt coded. An abc alert was called at the ICU. The defib was taken to bed and turned on. It was then set to 360 joules; the charge button was pressed. The defib charged normally to the correct setting, the paddles were placed on the pt's chest and the discharge buttons on the paddles were pressed. At this time the unit allegedly did not discharge. The unit was charged two more times to 360 joules and both times it allegedly did not discharge. At this time another defib was brought in and charged to 360 joules. With this defib the energy was delivered and the pt was resuscitated at that time. The pt was stabilized and alert after the procedure. She was transferred to another ctr about an hour later (this was a planned transfer). This occurred in less than three minutes with no adverse effects to the pt.